Event description:
It was reported by the rep that the deivce was used during a laparoscopic procedure. It was reported the gasket on the 10/11 millimeter trocar ripped with the insertion of the scope at the umbilical site. There was no consequence to the pt.